Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system stopped and restarted again during a procedure. It was noted that the system has stopped three times. It is unknown if there was any patient harm/impact. Additional information has been requested.

Manufacturer narrative:
The customer declined to have servicing. No further information was able to be obtained from this customer. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
Additional clarification was received indicating that the system turned off three times, and they restarted the machine after each event.